Manufacturer narrative:
E1: initial reporter phone: (B)(6). The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was kinked near the distal section of the inner hypotube. Based on all available information, the cause of the reported stuck guidewire was likely due to unintended user error as this kind of guidewire lumen kink is indicative of the catheter being deployed without a guidewire inserted at some point during the procedure.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. They were not able to maneuver the guidewire so the catheter was exchanged. The procedure was completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. They were not able to maneuver the guidewire so the catheter was exchanged. The procedure was completed with no patient complications. The catheter is expected to be returned for analysis.